Manufacturer narrative:
H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the samples; a leak was observed at the third y-site of the second sample only due to a pressed gland identified during a computed tomography (CT) scan. Additionally, the sample with no issues found was further functionally tested by gravity and simulation run on an in-lab pump, and water referee back pressure testing with no issues noted. The reported condition was not verified in one sample; however, verified in the second sample. The cause of the condition was determined to be an improper automatic assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from a lower y-site (clearlink) closest to the patient; the fluid leaked onto the patient's clothes. This occurred during patient infusion with ramucirumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.